Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The insulin pump had insulin flow block alarm. Insulin flow block alarm was resolved by changing infusion set. Infusion set cannula was bent. Customer had issues with sites and sensors. The device will not be returned for analysis.